Event description:
Inserted an ng tube into the patient. It was not working, they had to remove it. When they pulled the tube out they noticed that it had a loop in it at the tip. The patient had a small amount of blood in the nares.